Event description:
During an in clinic follow up, upon interrogation it was noted the device was in back up mode. It was suspected the back up mode was due to an unrelated procedure the patient had where electrocautery was used. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.